Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle was broken. The following information was provided by the bdj investigation team: bdj found that the np needle was broken.

Manufacturer narrative:
H6: investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 1350502, cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle was broken. The following information was provided by the bdj investigation team: bdj found that the np needle was broken.

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.